Event description:
It was reported that bd nexiva diffusics 20g x 1.25 in tubing separated from the adaptor the following information was provided by the initial reporter: it was reported by the customer that bd nexiva diffusics 20 ga x 1.25 in closed IV catheter system. The pre-attached extension tubing dislodged from the stabilization platform after starting the IV on the patient. The caregiver was able to tamponed the vein and remove the catheter assembly with only a few cc blood loss. Verbatim: rcc received a complaint via email. Bd nexiva diffusics 20 ga x 1.25 in closed IV catheter system. The pre-attached extension tubing dislodged from the stabilization platform after starting the IV on the patient. The caregiver was able to tamponed the vein and remove the catheter assembly with only a few cc blood loss. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. The pre-attached extension tubing dislodged from the stabilization platform after starting the IV on the patient. Caregiver was able to tamponed the vein and remove the catheter assembly with only a few cc blood loss. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2024. 3. Total number of occurrences? One for this event.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
This MDR submission is a duplicate of this MDR pr (B)(4), hence this MDR pr #(B)(4) will be cancelled.